Event description:
On (B)(6) 2013, the patient reported that her infusion device displayed e4 (occlusion error). She stated that there was an insulin leak in her infusion system during priming. She did not see insulin coming from the end of the tubing, but did see insulin at the adapter. The patient could not tell exactly where the insulin leak was occurring. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The adapter, infusion set, and insulin cartridge were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. The used infusion set was visually inspected and tested for flow and tightness. An occlusion with blood was found behind the connector needle of the transfer set also within the head set. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.